Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not providing proper readings and giving too much insulin. The customer was hospitalized on (B)(6) 2018 for passing out from hypoglycemia. The patient's blood glucose at the time of incident was 62 mg/dl. The customer was treated with food and glucose tablets. However, the customer passed out from hypoglycemia a second time on (B)(6) 2018. The patient's blood glucose at the time of the second incident was 106 mg/dl. The customer had used the insulin pump system within 48 hours of each incident. Troubleshooting did not occur. The insulin pump will not be returned for analysis.